Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the little plastic piece that is apart of the pump where the reservoir goes in should stay there and is no longer attached to the pump. Troubleshooting was performed for damage and noticed detached piece at top of reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.